Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that the sensor gave out a signal the receiver didn't understand for about 3 hours on (B)(6) 2013. Patient spoke with her physician about the signal, and he said he would notify the territory business manager.